Manufacturer narrative:
According to sophy (B)(4) in-house process, the probe 15c06431 has been analysed and tested by the quality control laboratory. Analyses performed show that the probe tubing presents a fold at 480 mm. Once connected to a pressio monitor the e001 error was confirmed. Consequently the connector of the catheter has been opened and it has been observed that one of the micro-wire inside was broken. This breakage is probably due to an excessive traction on the tubing of the probe. The icp pressio catheters are flexible, but cannot be bent in a such way without inducing an impairment.

Event description:
Bent catheter (90°) during implantation.